Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being out of sensors. The ilet entered bg run mode, and the user manually entered a bg of 342 mg/dl. On (B)(6) 2025, the user reported bg levels around 325¿340 mg/dl until a new sensor was paired. On (B)(6) 2025, the user confirmed the new sensor was connected and bg returned to range without medical intervention. No long-term effects were reported.